Manufacturer narrative:
H10: h2, h3, h6. The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A functional test revealed the usb drive was not recognized. Images are displayed but can not be saved to the usb drive. The complaint was confirmed and the root cause was associated with component failure. A review of manufacturing records found the device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was an isolated event.

Event description:
It was reported that the camera control unit was not capturing images. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.